Event description:
It was reported that the patient alert triggered due to high right ventricular (rv) lead impedance. It was also reported that the rv lead impedance was gradually rising. The rv lead will be reprogrammed and will be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.